Event description:
The pt died. Intracranial hemorrhage, acute, post procedure, pt has been on chronic anticoagulation with coumadin and heparin, this could be the exacerbating factor in her deploying intracranial hemorrhage. The pt is a female who presented to the hosp in '08 for an elective acom aneurysm (app 8mm) coiling/stenting. No previous hemorrhage. The pt was neurologically intact prior to procedure. During procedure, coil and stenting procedure went without any problems, and subsequently, there was a question of a perforation of the right a2 with transient extravasation of contrast that was not visualized on further sequences. Left internal carotid artery injection intracranial was performed. Digital subtraction angiography was performed in multiple planes. The diagnostic catheter was then removed and a 6f envoy guide catheter was advanced over an angled glidewire into the left internal carotid artery. A microcatheter and microwire were used to gain access to the left anterior cerebral artery a -2 segment. An enterprise 4.5 x 22 mm stent was then successfully deployed across the neck of the aneurysm. A prowler 14 microcatheter was advanced over a 0.014 microwire. The tip of the microcatheter was placed into the aneurysm dome and coil embolization was performed. The first coil placed was 8 mm dcs coil. This was followed by multiple coils of varying sizes and lengths. A total of 4 coils were placed into the aneurysm. Control angiography was performed during the case to assess the degree of embolization. A total of 6 f/u control angiograms were performed. During the procedure immediately after stent placement there was question of a tiny blush of contrast in the distal a2 segment. On subsequent angiograms this was a normal appearing with no evidence of the contrast blush. At the end of the procedure, the guide catheter and sheath catheter were removed and hemostasis was achieved using a vasoseal device and manual pressure at the right groin. There were no immediate complications and the pt awoke from anesthesia with a normal neurologic exam. Left internal carotid artery injection which revealed 8 mm left communicating artery aneurysm which was successfully coiled with assistance of an endovascular stent with no immediate complications. Post-operatively, the pt was awake and alert, oriented, fluent and moving all extremities symmetrically. She subsequently had a decline in her exam approx one hr following the procedure. A repeat head CT was performed which revealed a 7 x 5 intraparenchymal hematoma. Bifrontal in the pericallosal region, left greater that right with extension into the intra-ventricular space. The disterns remained opened, ventricles were slightly enlarged. Post procedure the pt was doing well and subsequently transferred to neuroscience ICU for close monitoring. While in the ICU unit the pt developed acute expressive aphasia. Head cat scan stat was obtained and revealed acute intracranial hemorrhage. The pt initially followed commands but was unable to speak, however, she deteriorated to the point where she became unresponsive and breathing with use of accessory.

Manufacturer narrative:
Three (3) days post procedure, the pt expired. The adverse event is possibly related to the procedure. According to a consultation report, one hr post procedure the pt neurological status declined, a CT scan revealed a 7 x 5 intra-parenchymal hematoma. Add'l info will be submitted within 30 days upon receipt.